Manufacturer narrative:
The customer was not required to return any materials for investigation. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Medwatch field correction removal report no.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant high inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to the thromborel s laboratory method. The result from the meter at 9:05 a.m. Was 5.4 inr. The result from the laboratory "within minutes" was 4.1 inr. On (B)(6) 2019 the result from the meter at 9:10 a.m. Was 4.5 inr. The result from the laboratory at 9:25 a.m. Was 3.4 inr. The patient's therapeutic range is 2.2 - 3 inr. There was no allegation that an adverse event occurred. The patient's recent inr results have not been stable. The patient's warfarin dose has not changed, there have been no recent changes in diet or lifestyle, the patient does not have an autoimmune disease and is not taking any other medications. Relevant retention test strips (lot 330461) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.